Event description:
The manufacturer's representative reported the patient was experiencing "loss of efficacy and withdrawals." The patient was treated with oral baclofen. The hcp did a dye study and determined there was a catheter fracture, though was unable to go through the access port. The distal portion of the catheter was removed and replaced.

Event description:
The pump was also explanted on 08/2005 electively as they were already doing a catheter revision to decrease the number of surgeries for patient.